Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that the patient experienced a high blood glucose level. Level is just over 500mg/dl and was she was treated by themself. Trouble shooting is conducted and we explained the possible reasons for the high level. The device is not being returned. No further information available.